Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failures error and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 100 mg/dl and the sensor glucose was 70 mg/dl. Customer reported other blood glucose value was 244 mg/dl. Insulin delivery was suspended due to sensor values. Customer reported insulin pump was not working. Customer was able to clear the alarm. Customer was unable to complete rewind insulin pump. Customer performed self test and test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump and sensor will not be returned for analysis.